Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device did not deploy correctly. There was no harm to the patient. Additional information was received on 05aug2020. The patient was having endovascular treatment of neurovascular aneurysm and a neurovascular embolization of a fistula using a 6fr arrowflex sheath. The puncture was completed under ultrasound (u/s) guidance, with puncture in the common femoral artery on first attempt. The puncture had an angiogram completed of the femoral artery. The collagen plug did not deploy from the device. The device was prepped, and the deployment of the device was completed as per guidance and standard techniques. The patient was reported to be in stable condition. The procedure was completed successfully by manual pressure and femoral compression. There was minimal blood loss.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section d9 as it was confirmed that the device is no longer available and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.